Event description:
The pt reported that his blood glucose measured 189 mg/dl the morning of (B)(6) 2011 and he ate breakfast and bolused through the infusion device. Two hours later, his blood glucose measured 534 mg/dl and he bolused 9 units of insulin through the infusion device. At 11:20am, his blood glucose measured "hi" on his blood glucose monitor and he changed the battery and infusion set and bolused 8 units of insulin. At 12:40pm, his blood glucose measured 558 mg/dl and he bolused approx 8 units of insulin. His blood glucose decreased to 369 mg/dl and at 6:00pm, his blood glucose measured 44 mg/dl and he ate to elevate his readings. He believes the infusion device delivers too little insulin. His normal blood glucose range is 80-120 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.